Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use at the time of event. Analysis of the log files indicated that a warning of motorized movement unavailable was being displayed confirming the malfunction. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Rse suggested the customer to replace 24 volt power supply unit of the advanced motion controller (amc). Customer replaced 24-volt power supply unit of the advanced motion controller (amc)which resolved the issue. After replacement of the power supply of amc, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.

Event description:
It has been reported to philips that system was unable to do c arm movement. No harm has been reported to philips. Philips has started an investigation of this complaint.